Manufacturer narrative:
Concomitant medical products: product ID 7482-51, serial# (B)(4), product type: extension. Product ID 3387-28, lot# 0204129332, product type: lead. Product ID 3387-28, lot# 0204129330, product type: lead. Product ID 64002, lot# 0207368909, product type: adapter. Product ID 7482-51, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative that the tremor dominant parkinson's disease patient experienced intermittent therapy control episodes where his "tremors got worse suddenly" and the patient experienced a "return of tremor." The patient's tremor symptoms had reportedly "always been difficult to control," particularly on the patient's left side. Impedance testing was performed on (B)(6) 2016 at around 10:30 am and found "all impedances were in range." However, at 12:25 the patient's "tremor became worse suddenly." When impedances were rechecked at that time, the patient's second channel/right brain electrodes had impedances of c-5 19117 ohms, 4-5 18226 ohms, 5-6 19117 ohms, and 5-7 19117 ohms; while the remaining impedances on channels one and two were "within normal limits." It was noted the patient's programmed settings at the time of the incident were "+7, -6, -5, -4." The patient's hcp wanted to avoid further surgery if possible at the time of report, but planned to meet with a neurosurgeon on (B)(6) 2016 to discuss programming options and decide if any further actions would be taken.

Manufacturer narrative:
Sec information references: the main component of the system and other applicable components are: product ID: 3387-28, lot# 0204129330, product type: lead. Product ID: 64002, lot# 0207368909, product type: adapter. Product ID: 7482-51, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient was to be reprogrammed without contact 5 in an attempt to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.